Event description:
On 6-19-2008, a customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the home choice (hc) display during initial drain. The home patient (hp) and bags were connected. The technical service representative (tsr) explained and cleared the alarm. The hp was to start over using new supplies and was to let the nurse know of the air in the line alarm. The cassette was not available for eval. There was no pt injury or medical intervention indicated at the time of the initial report.in 2008, during a follow up with the hp's nurse, it was mentioned that the hp developed peritonitis in the same month, and was admitted to the hosp. The hp had abdominal pain and cloud effluent. The hp had the catheter pulled and is currently on hemodialysis. The culture taken came back gram negative bacilli and rare yeast. The nurse did not have any records of what antibiotics were given as the hp went directly to hemodialysis from the hosp. Reportedly, the hp has since recovered.

Manufacturer narrative:
.